Event description:
This lead was attempted on (B)(6)2011 and was not used due to sensing issues. The procedure took place at (B)(6)medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).